Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal broken, crack on bottom case and both plunger cases, missing battery, and lcd spacers. Corrosion was found on the interconnect board, scratches and punctures found on keypad. Event history log shows ?travel reverse error and check clutch/plunger lever?. Multiple occlusion tests were done, visual inspection of the device and inspected the lead screw and clutch halves. Could not duplicate the check clutch error during the occlusion test. The plunger cases and keypad were physically damaged. The interconnect board had corrosion and fluid flow marks. The cause of the reported issues was found to be plunger cases and keypad were physically damaged. The interconnect board had corrosion and fluid flow marks. The check clutch error could not be duplicated; however, the intermittent check clutch error is most likely caused by the lead screw, clutch halves, and clutch spring not operating optimally as a result of customer use. Repairs done to correct the issues were replace damaged plunger case assembly and keypad. Replaced the corroded interconnect board. Replaced lead screw, clutch halves and clutch spring. Installed missing battery and lcd spacers, also replaced cracked bottom case. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a damaged plunger head top, damaged screen, fluid intrusion in housing, and ravel coarse error. No adverse patient effects were reported by the customer.